Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she entered her blood glucose value to set a bolus and the insulin pump would show 0.0 units and a set bolus message and the b button would not work. Customer responded yes when asked if there has been a serious injury or hospitalization. Customer was assisted with going through the bolus wizard settings; the customer stated it was set to off and she was unsure of the settings information. The customer was advised to contact her doctor and make sure the settings are correct before turning the bolus wizard back on. Blood glucose value was 157 mg/dl.

Manufacturer narrative:
After a review of the initial call, found that the customer did not report serious injury or hospitalization.